Manufacturer narrative:
Zimmer biomet complaint (B)(4). Patient's age not provided/unknown. Patient's weight not provided/unknown. Event date not provided/unknown. Reporter's last name not provided/unknown. Device not returned.

Event description:
It was reported that the abutment screw (iunihg) fractured in the implant. The fractured piece was recovered and the implant remains intact. Tooth location 8.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
The screw was not returned for evaluation. However, an x-ray image was provided. The image showed the patient's mouth with the fractured screw. The alleged device malfunction was confirmed. No device lot number was provided so a device history record review and a complaint history review could not be performed. Appropriate documentation was reviewed. Zimmer biomet quality management system (qms) has controls in place to ensure the distribution of conforming product and within specifications. A root cause cannot be determined.